Event description:
Healthcare professional reported left side ruptured. Device has been explanted and replaced.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, e1, h3, h6. Device evaluation: visual analysis of the returned device identified the device was broken shell, fold creases, dark ring and missing shell. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identified broken crease sharp, stress marks and wear abrasion. Based on the device analysis the final assessment is: -a crease sharp edge broken in the side posterior assessed as fold flaw opening. -missing shell assessed as inconclusive.

Event description:
Healthcare professional reported left-side "ruptured silicone implant upon removal/exchange". Device has been explanted and replaced.